Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the temperature probe retainer collar was missing which would result in the connector being unstable and loose. The unit had some dark stains on it which would have been inherent to the day to day use in the hospital setting. The unit was inspected for cracks, wire frays , plastic case cracks/fractures, burn areas/wires, and damaged power cord strain reliefs. There was no significant amount of lint built up on fan or cooling ports. Nothing visually noted of any significance. The unit was gently rotated and then lightly shaken to determine if any loose components might be moving around inside the plastic case. Nothing loose noted. Based on the visual exam, the reported complaint was confirmed. It was determined that the root cause of the issue was that the unit was damaged during use.

Event description:
Customer alleges a loose sensor connector is causing an alarm. Product usage at the time of the alleged event is unknown.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time, since the device sample is not available, it is not possible to determine the source of the reported defect. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the alleged device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer alleges a loose sensor connector is causing an alarm. Product usage at the time of the alleged event is unknown.